Event description:
It was reported to boston scientific on december 16, 2008, that an injection gold probe bipolar electrohemostasis catheter was used during an esophagogastroduodenoscopy procedure performed in 2008. According to the complainant, during the treatment of a gastric ulcer, the physician placed the gold probe in the scope, put the needle out and injected epinephrine, however, they could not get the needle to go back in and had to pull the probe out of the scope with the needle out. The scope had no damage. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.